Event description:
Healthcare professional reported the day after injection to the glabella with juvederm ultra plus xc patient developed an "allergy to the product" consisting of "pain and redness" with "discrete discharge and itching" at the injection site. Patient was treated with "antibiotic therapy" consisting of "cefalexin" and "topic cortisone".

Manufacturer narrative:
Medwatch sent to FDA on 10/20/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "allergy to the product" consisting of pain and redness at the injection site along with discharge and itching is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.